Event description:
Caller reported a malfunction on a pump, identified with code malf 16-0x20e6, and completed a pump reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged to replace the pump, advising the caller to use a compatible sensor and providing instructions for storing and returning the faulty pump. Caller understood these instructions and the resolution process.